Event description:
It was reported that prior to the start of an orthopaedic procedure, the handpiece continued to run without the trigger pulled--while not engaged--during setup. There was no pt/user injury. The case was completed successfully without delay and with another device.

Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.